Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-23179; 1627487-2013-23180. It was reported the pt requested her scs system be explanted because the ipg needed to be frequently charged and eventually became non-functional. Additionally, the pt reported pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2013 and the pt's leads had both migrated. The pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.